Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right-side "capsular contracture." Patient representative later reported "rupture", "hardening, distortions, and irregular contour", "seroma", "inflammatory response", "recall", "panic and anxiety", and "difficulty to breasfteed." Device remains implanted.